Event description:
It was reported that the patient underwent an initial total shoulder procedure. Subsequently, the patient was revised due to unknown reasons. The baseplate was removed and replaced. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): -010000589(unknown) d10: associated product information, part (lot): -115394( 67512248) -180552( 67549795) -118000( 67322881) -180557( 66951416) -180557( 475710) -110030777( 67585721) -110031421( 67286789) -113613( 67525101) -110031402(67719023) attempts have been made to gather all product identification information, and no further information has been provided. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.